Event description:
Treatment of two aneurysms located in the supraclinoid segment and one aneurysm located in the cavernous segment of the right ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline embolization treatment involving two pipelines. During the procedure, the first pipeline (4.75mm x 30mm) was positioned under the ica bifurcation. Approximately 2/5th of the pipeline was pushed out of the catheter, but the pipeline did not open. The pipeline was retracted into the catheter and then pushed out again, but it still could not be opened. The entire system (pipeline, delivery wire, and catheter) was removed from the patient. The second pipeline (5.00mm x 30mm) was then advanced to the ica bifurcation. The catheter was pulled back and only 2/5th of the pipeline opened. The distal segment could not be opened. After failed attempts to open the pipeline by manipulating the catheter, the entire system (pipeline, delivery wire, and catheter) was removed from the patient. A control angiography showed the cerebral vessels functioning normally. Extravasal spreading of contrast was not seen and there was little vasospasm of the ica. The patient was started on vascular therapy and the procedure was completed. Same event as MDR 2029214-2013-00983.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Reference (B)(4).

Manufacturer narrative:
The pushwire and pipeline were returned for evaluation. The pipeline was not attached to the pushwire. The evaluation could not determine the cause of the event as the pipeline was returned fully opened; however, the braid was found damaged braid and may have contributed to the reported event. All products are 100% inspected for damage and irregularities during manufacture. (B)(4).